Manufacturer narrative:
Due to the age of the device and the fact that there are no repairs available for the video baton the customer was advised to replace their glidescope avl video baton 3-4. The customer declined to have their video baton returned for evaluation and disposal. At this time, the cause of the reported issue cannot be determined; however, it is likely that the age of the device, seven (7) years and ten (10) months caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, whenever the baton was moved, the picture would go in and out, losing the video. The biomed isolated the issue to the baton. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.